Manufacturer narrative:
The user facility contacted their clinical engineering department. The clinical engineer shut the hand control off, then back on to reset it but the hand control remained as reported. The clinical engineer then replaced the hand control with another hand control, but the locking function did not turn off. The table was unplugged, removed from the room, and marked as temporarily out of service. A steris field service technician arrived onsite to troubleshoot the table. The technician powered the hand control on and off and was able to articulate the surgical table with the hand control. The reported event could not be duplicated and all functions worked properly. The table and hand control were confirmed to be operating according to specification and were returned to service. It is unknown but likely that the table's memory was reset when the table was removed from service after being powered off.

Event description:
The user facility reported during a patient procedure the hand control on their 5085 surgical table would not respond to commands. No report of injury or procedural delay due to the hand control not responding.